Event description:
Information was received from a health care provider (hcp) in a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a difficulty sleeping so the patient turned the stimulation off at night. It was then stated that the patient has returned for multiple visits with lower back pain and/or radiculopathy (sciatica), but was not using the implantable neurostimulator (ins). It was also reported that following injections on (B)(6) 2014, a lumbar mbb on (B)(6) 2014 and a lumbar rfa on (B)(6) 2014, the patient's lower back pain was gone so they were not using the implantable neurostimulator (ins); the issue was resolved without sequelae on (B)(6) 2015. It is unknown if there are plans to remove the device.

Event description:
Information was received from a health care provider from a clinical study via a company representative (rep), that the event was related to the device or therapy. The etiology was recharging process, patient chose not to recharge. The patient first started to experience difficulty sleeping with the device on (B)(6) 2014. There were no device issues. The patient did not use the ins due to difficulty sleeping with the ins. The patient was advised to recharge and reprogram multiple times. The sciatica pain was gone. The indication for use included low back pain with radiculopathy (sciatica).